Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. In addition, the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue and continued to use the pump for insulin therapy. Customer¿s blood glucose level was 180 mg/dl.